Event description:
It was reported that during set up for a navio tka surgery, the unit displayed error messages for foot pedals and handpiece. They did usual cascade of reboots, resets, plug/unplug. Ultimately the 4000000000 error code appeared. It is suspected that the handpiece shorted the siu or ups. The procedure was completed, with a significant delay, using manual instrumentation . No further complication was reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the navio handpiece, pfsr110137, sn(B)(6) , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was attempted. The reported problem was confirmed. The system will not recognize the handpiece. Upon further investigation, the handpiece connector has a damaged pin that is laying across multiple pins and will not allow the handpiece to properly connect to the system. An image was provided. The image provided confirmed the 4000000000 error code appeared. The most likely cause of this event is a damaged pin in the handpiece connector. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the navio surgical system user¿s manual, section assembling the hardware, assembling the handpiece for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the UK, it was reported that during set up for a navio tka surgery, the unit displayed error messages for the handpiece. The procedure was completed, with a significant delay, using manual instrumentation. No further complication was reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4).